Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the bile duct during a lithotripsy procedure performed on (B)(6) 2026. During the procedure, the basket wire was broken. The procedure was completed with another same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of basket wire break.